Event description:
(B) (4). As reported to coloplast, a patient experienced severe pelvic pain and chronic urinary tract infection since 2007 after tot bladder repair surgery with the mentor aris trans-obturator tape due to urinary incontinence. Patient is presently taking daily doses of antibiotics for control of this problem (from 2007 - 2009).

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Because the device remains implanted, coloplast accepts the physician's observations of pain / infection as the reason for medical intervention. Device not returned; still implanted